Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant product: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).